Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a lost sensor alarm while sleeping. The next morning she tried calibrating and received a calibration error. Customer stated that the alarm occurred shortly after selecting find lost sensor. Sensor inserted in upper thigh. During troubleshoot; customer was assisted on entering the blood glucose value and explained that there was a pending calibration when pump lost communication with transmitter. Blood glucose level 118 mg/dl. Nothing further reported.